Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, corrosion was found on the scope light guide lens and air/water nozzle. The root cause could not be identified. Based on the results of the investigation, the suggested probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity/ambient light, optical problems, interoperability problems, overheating problems, and electrical problems like signal loss or open circuit. However, the most probable cause of the reported issue is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited corrosion on the scope air and water nozzles and lighting lens. There was no patient involvement.